Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-134-user has low glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for lo display. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms at the time of the call. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of 127mg/dl non fasting mg/dl fasting using true metrix air meter. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: lo customer cannot see time and date customer called in for assistance with meter and strips. Customer needed training with accessing the memory. Customer wanted to make sure the memory was not being deleted. Customer was advised. Upon accessing the memory customer stated that she has a reading of lo and wasn't sure if it was low. Customer stated that she was having symptoms of low, she was feeling shaky then she did drink orange juice and had a meal. Customer feels better and is not having any symptoms at the moment. Customer took her blood test over the phone and got a reading of 127mg/dl non-fasting. Customer is no longer concerned. Customer just wanted to train on the meter.